Manufacturer narrative:
Manufacturing site updated; based on the new information received, a new initial report will be submitted under 3011270181-2023-00033; no further information concerning this reported event will be submitted in 2026095-2023-00026. All information reasonably known as of 25 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown ml. Flow rate: 8ml/4ml. Procedure: total knee replacement . Cathplace: unknown. Infusion start time: (B)(6) 2023. Infusion stop time: (B)(6) 2023. It was reported, the pump was started at 1349 and by 1620 had delivered 112ml of anesthetic to the patient; during placement, the nurse confirmed the rx pump settings were correct, (8ml an hour with a 4ml bolus time of 30 min). When the nurse checked on the patient they noted the pump was running continuously; the pump was removed and replaced, (but paused until the following day)- the patient was to stay overnight for observation. There was no reported injury to the patient. Additional information received 20feb2023 reported, the patient was a planned same day surgery; however, due to the pump and the risk of local anesthetic toxicity (last), they were kept overnight for observation; the patient was placed on tele and monitored, there were no signs of (lsat).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 09 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.